Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that via a trial the event involved stent thrombosis and a target vessel restenosis (tvr). The procedure involved treating the proximal to mid left anterior descending (lad) 80% stenosed lesion. Direct stenting was performed using an unknown 3.5 x 19 mm bare metal stent (bms) distally near the 3.0 x 23 mm promus. Following post dilation, there was 0% residual stenosis. Also treated was the mid right coronary artery (rca) with direct stenting using unknown an 3.5 x 23 mm bms resulting in 0% residual stenosis. The patient was discharged two days after the index procedure on aspirin and plavix. The patient returned in 2008 with 80% isr of the bms in the proximal to mid lad. This was treated with 3.5 x 18 mm des from another company, resulting in 0% residual stenosis. The event was resolved on the next day. The patient reportedly was on continuous aspirin and plavix at the time of event. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Thrombosis, as listed in the promus instructions for use, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.